Event description:
Boston scientific received information that during a routine follow-up of this pacemaker, the physician noted signs of infection. The patient was hospitalized and the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.